Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the high voltage coils and a fracture was confirmed. The lead was partially explanted. During the replacement procedure, the right atrial (ra) lead exhibited higher unipolar impedance than bipolar. An insulation issue was suspected. The lead was partially explanted. The leads were partially explanted due to a tear in the venous system. The tear was due to the procedure while inserting the laser extraction system. Both leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Concomitant products: 5076-58 lead, implanted: (B)(6) 2010; 694958 lead, implanted: (B)(6) 2005. (B)(4).